Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic on (B)(6) 2020. It was noted that the device reached eri on (B)(6) 2019. The last transmission in (B)(6) 2019 and in person in (B)(6) 2019 he had an estimated 9 months left on the battery. Premature depletion was suspected. No intervention was performed. The patient was stable.